Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump subsequently shut off. The customer¿s blood glucose (bg) was between 500-600, with moderate ketones. Bg was addressed with a manual injection and customer went to the emergency room (ER). Customer was subsequently admitted to hospitalization in the intensive care unit (ICU). Treatment was administered via intravenous saline and insulin. The customer was released from the hospital the following day. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage. The customer continued to use the pump for insulin therapy.